Manufacturer narrative:
Title: robot-assisted total gastrectomy: preliminary evaluation source: journal of laparoendoscopic advanced surgical techniques volume 29, date: november 5, 2019. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between 2014 and 2017, on a laparoscopic total gastrectomy with extended lymphadenectomy, seventeen patients with a median age of 68 years were identified. Both the first duodenum and the esophagus were sectioned with the endoscopic stapler. The esophagojejunostomy was reconstructed using an end to side anastomosis, performed with an absorbable suture. The posterior continuous suture was performed between the whole esophageal transection staple line and the jejunal wall before the small intestine and the esophagus opening. The anterior continuous suture was then performed. A side-to-side jejunojejunostomy was performed 70 cm from the previous anastomosis using two continuous anterior and posterior sutures with absorbable suture. After hemostasis control, the specimen including the stomach, lymph node, and the greater omentum was placed in an endoscopic retrieval bag for removal through an infraumbilical vertical incision. Two patients developed postoperative complications including one anastomotic leakage treated conservatively and one internal hernia requiring surgical revision. One anastomotic leakage occurred at postoperative day five in a patient presenting with fever and was confirmed by an esophagogastroduodenal transit and a computed tomography scan. The patient was treated with 15 days of antibiotics and drain removal was delayed until postoperative day 15.